Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure the surgeon was unable to put the plate on the screw and the tip of the connecting screw was left in the patient. There was a delay of surgery -20%. The incident did not require further treatment. This is 1 of 3 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding manufacturing process, material analysis, strength and structural stability. The values were in compliance with the ao/asif specification and with the international standard. No product fault could be detected and we are not aware of any other complaint for this article and lot number in question. The exact cause of this occurrence cannot be defined. It is possible that a mechanical overload by loose connection between the connecting screw and the hs/dcs screw caused the breakage of the connecting screw. Such a loose connection can also lead to the clearly visible deformation of the slotted end of the dhs/dcs screw. The deformation is finally the reason why it was impossible to insert the plate. For the initial 30 day submission: reason for non evaluation: should be (2): device evaluation anticipated, but not yet begun. Placeholder.